Event description:
Broach tip broke off, piece left in pt.

Manufacturer narrative:
Examination of the returned item confirms fracture of the tip. The root cause is attributed to design. The item was manufactured prior to eco 138023 being established in 7/03. Eco 138023 increases the lmc cross-sectional area of the broach tip, which increases the tip strength to prohibit occurrences of this issue. There is no trend for fracture after this design improvement. Based on the investigation, further corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.